Event description:
Patient returned from surgery after having a broviac central line placed. Upon arrival, noted smeared blood on line which the nurse cleaned off and then proceeded to draw off the line as we needed to send labs. When she flushed the line to clear it of blood, it was noted that there was a hole leaking blood (with the pressure of flushing) near the hub of the broviac line. The surgeon believes it was caused by the clamp. Line is packaged to be sent to manufacturer for inspection. General surgery was notified and responded to the bedside. They took pictures to send to the surgeon. The IV team was notified to start another peripheral IV and to evaluate if they could repair the line. Once the line was repaired, the original defective line was sent to or nurse who was investigating it for doctor post repair, the line could not be used for 4-6 hours, then for 24 hours could only be used for continuous infusions. The repair and subsequent use limitation delayed initial plans for quick extubation and necessitated deep sedation and neuromuscular blockade to maintain this otherwise active patient safe with an breathing tube. In more detail, this fragile cardiac patient was at high risk of arrest during the transition of intubated to extubated state. We had planned to extubate while running low dose epinephrine drip which necessitates central access, but could not use the new central line for 4-6 hours which would delay extubation into the evening hours. This patient was on the autism spectrum and would pull pivs and other medical equipment readily when awake. The delay in full use of the line also impacted our ability to draw blood from the line for 24 hours post repair in this patient who was difficult to stick for blood draws when awake. Our plan in placing the line was to send him home on a constant milrinone infusion. He was already at a high risk for dislodgement/damage to the line due to his active and uncooperative nature and we were already anticipating may need repair one day. Depending upon where the repair was done, additional repair may or may not be an option prior to having to replace the tunneled line. Overall, the delay in extubation and potential limitation to further repairs were the known impacts of this incompetent line.

Event description:
Patient returned from surgery after having a broviac central line placed. Upon arrival, noted smeared blood on line which the nurse cleaned off and then proceeded to draw off the line as we needed to send labs. When she flushed the line to clear it of blood, it was noted that there was a hole leaking blood (with the pressure of flushing) near the hub of the broviac line. The surgeon believes it was caused by the clamp. Line is packaged to be sent to manufacturer for inspection. General surgery was notified and responded to the bedside. They took pictures to send to the surgeon. The IV team was notified to start another peripheral IV and to evaluate if they could repair the line. Once the line was repaired, the original defective line was sent to or nurse who was investigating it for doctor post repair, the line could not be used for 4-6 hours, then for 24 hours could only be used for continuous infusions. The repair and subsequent use limitation delayed initial plans for quick extubation and necessitated deep sedation and neuromuscular blockade to maintain this otherwise active patient safe with an breathing tube. In more detail, this fragile cardiac patient was at high risk of arrest during the transition of intubated to extubated state. We had planned to extubate while running low dose epinephrine drip which necessitates central access, but could not use the new central line for 4-6 hours which would delay extubation into the evening hours. This patient was on the autism spectrum and would pull pivs and other medical equipment readily when awake. The delay in full use of the line also impacted our ability to draw blood from the line for 24 hours post repair in this patient who was difficult to stick for blood draws when awake. Our plan in placing the line was to send him home on a constant milrinone infusion. He was already at a high risk for dislodgement/damage to the line due to his active and uncooperative nature and we were already anticipating may need repair one day. Depending upon where the repair was done, additional repair may or may not be an option prior to having to replace the tunneled line. Overall, the delay in extubation and potential limitation to further repairs were the known impacts of this incompetent line.